Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open coloanal anastomosis, when removing the device after firing, no staples were applied and the colon and rectum were not stapled together and came apart. After the first stapling failed, another purse had to be realized on the colon to perform another anastomosis using another circular stapler. There was an unanticipated tissue loss and tissue damage as a result of the product problem and the damage was permanent. The surgical time was extended for 30 minutes or more.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was received for evaluation with anvil attached. Green indicator is not visible. Safety feature is broken characteristic when handle is squeezed before safety is fully disengaged. Marks are observed at the safety latch body area; as an indication when safety broke and push out of position. The staple guide was observed to be attached to the instrument with light marks. The staple guide is observed fully applied. The anvil of the instrument was observed to be tilted. Microscope displayed nicks on the knife blade. Pressure ridges in the staple guide pushers indicate that the staples had been fired. Inside pockets of the anvil head show marks of staples which is a characteristic when staples are pushed out when firing. Functionally, the wing nut functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. It was reported that the staples did not deploy from the stapler after the handle was squeezed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the safety latch was broken. Was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open coloanal anastomosis, when removing the device after firing, no staples were applied and the colon and rectum were not stapled together and came apart. Another purse had to be realized on the colon to proceed another anastomosis using another circular stapler. There was an unanticipated tissue loss and tissue damage as a result of the product problem and the damage was permanent. The surgical time was extended for 30 minutes or more.